Event description:
A us distributor returned a charger/modem sn (B)(4) indicating that the charger was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem reset and the power supply connector was defective. Upon evaluation, the y1 (10 mhz smd crystal) component on the bedside board was open. The cause of the resets is the open y1 component and the defective connector. The root cause of the open component and defective connector cannot be positively identified. No adverse event resulted from the defective charger/modem.